Event description:
It was reported that a routine remote latitude review indicated an alert for atrial automatic thresholds that were either higher than the programmed amplitude or suspended. The electrogram assessment revealed loss of capture and high thresholds on the right atrial (ra) lead, suggesting a possible lead dislodgment. The patient is scheduled for an immediate in-clinic review. The lead remains implanted and in service, with no reported adverse effects on the patient. Update: patient was seen in clinic and reprogramming changes were made to the device. Fixed output at 5.0v @ 1.5ms in unipolar pacing/bipolar sensing configuration. Consistent capture seen on real time egm. Pt sent for chest x-ray to review placement. Another review will be done in 6 months. Additional information was received. A remote interrogation showed atrial loss of capture on the presenting electrogram (egm) despite the previous programming changes. An email was sent to the clinic recommending further evaluation of the ra lead. The local sales representative confirmed the physician was aware of the situation and was planning to reprogram the pacemaker to vdd mode as the atrial sensing was still appropriate and the patient's indication for implant was heart block. No adverse patient effects were reported. The lead remains implanted and in use for sensing in the atrium.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a routine remote latitude review indicated an alert for atrial automatic thresholds that were either higher than the programmed amplitude or suspended. The electrogram assessment revealed loss of capture and high thresholds on the right atrial (ra) lead, suggesting a possible lead dislodgment. The patient was scheduled for an immediate in-clinic review, and the device was reprogrammed to a fixed output. Consistent capture was observed on the real-time electrogram. The patient is also scheduled for a chest x-ray to review the lead placement. Another review will be performed in 6 months. The lead remains implanted and in service, with no reported adverse effects on the patient.